Event description:
The pt was admitted through the e.r. For concomitant conditions following ileostomy takedown procedures. The pt was presented at one week post operation with purulent drainage from their incisions. The pt's wound was excised, drained and the pt was placed on IV antibiotics. The pt healed well and is good condition.